Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products is identified in d2 and g5. H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one powerport MRI isp port, one catheter segment, one flushing connector and two catheter locks were returned for evaluation. Visual, microscopic visual, functional and dimensional evaluation were performed on the returned device. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. However, the investigation is inconclusive for the reported loose or intermittent connection as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2021), g3. H11: h6(method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while connecting the catheter and the port body, the connection part was allegedly loose. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date (09/2021). Device pending return.

Event description:
It was reported that while connecting the catheter and the port body, the connection part was allegedly loose. It was further reported that another device was used to complete the procedure. There was no reported patient injury.